Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that during a transseptal puncture, an 014 whisper extra support guide wire was placed in a transseptal needle within a guiding catheter. On removal of the guide wire, resistance was met with the needle and all devices were removed together as a single unit. Outside of the anatomy, the guide wire was noted to be damaged. It was thought that the guide wire had twisted during use which is why it was difficult to remove. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that instructions for use (IFU) guide wire hi-torque guide wires ce FDA, states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The reported IFU violation did not cause or contribute to the reported complaint there was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that during advancement through the anatomy, and/or during the procedure the guide wire became damaged resulting in the difficulty to remove during retraction through the needle and guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.